Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh and repliform were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, symptomatic pelvic relaxation and bladder wall lesion and mesh was implanted. It was reported that the patient had concurrent procedures of anterior and posterior colporrhaphy, repliform graft augmentation, enterocele repair, tension free vaginal tape midureteral sling procedure with cystoscopy, resection of bladder lesion to check for ureteral patency after completion of the case with indigo carmine and laparoscopic bilateral salpingo-oophorectomy performed during mesh implantation. It was reported that following insertion, the patient experienced pain, urinary/bowel problems, dyspareunia and vaginal shortening. It was also reported that the patient had hyperplasia of the breast and desired ovarian removal. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh removal of anterior and posterior vaginal mesh on (B)(6) 2013 due to vaginal pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, urinary leakage, urgency, urinary frequency, acute inflammation, edema, swelling of her labia bilaterally, and vulvitis.

Event description:
It was reported that following insertion the patient experienced incontinence, urinary leakage, urgency, urinary frequency, acute inflammation, edema, swelling of her labia bilaterally, and vulvitis.